Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received, and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported, that the pump touch screen was unresponsive. The customer¿s blood glucose (bg) level ranged from "low" to ¿high¿. However, a specific value was not provided. Reportedly, consumed glucose tablets and carbohydrates to address low bg. And administered a manual injection to address elevated bg level. The customer continued to use the pump for insulin therapy.